Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 271 mg/dl and 112 mg/dl. Customer stated that he did not wash his hands prior to the 271 mg/dl result. Customer thought the result was incorrect, so he washed his hands and then obtained the result of 112 mg/dl. Customer stated that he may have had alcohol on his hands at the time of the readings. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strips have been discarded. Replacement was sent.